Event description:
It was reported that revision surgery was performed. The reason for the revision is unknown.

Manufacturer narrative:
Devices currently undergoing analysis.

Event description:
It was reported that revision surgery was performed due to ongoing pan and anterior femoral neck bone loss.